Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon, and blood in the guidewire lumen. A functional inspection revealed that device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.